Event description:
The manufacturer received information from a third party service center alleging a ventilator fails to charge it internal battery. There was no harm or injury reported.

Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery. The internal battery was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be a failed .5vdc cell imbalance.

Manufacturer narrative:
The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.